Event description:
On (B)(6) 2025,senseonics was made aware of an incident where user was hospitalized due to recent cardiac issue related to chest pain with previous a quadruple heart surgery bypass event happened on (B)(6) 2025. User was prescribed with medications for the treatment. While in hospital user mentioned having some inaccurate readings between bg and sg values. The user was feeling fine and back home. Upon review on dms, the user is currently utilizing the system and information is up to date.

Manufacturer narrative:
The user was hospitalized due to recent cardiac issue related to chest pain with previous a quadruple heart surgery bypass event happened on (B)(6) 2025. User was prescribed with medications for the treatment. While in hospital user mentioned having some inaccurate readings between bg and sg values. Based on our review, there is no indication of an issue with sensor health. During our review, we observed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was feeling fine and back home. Upon review on dms, the user is currently utilizing the system and information is up to date.